Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for atrial fibrillation (af) with rapid ventricular response. The right atrial (ra) lead exhibited no atrial capture and intermittent undersensing of af was observed. The device was explanted and replaced and ra lead was capped and replaced. No further patient complications have been reported as a result of this event.